Manufacturer narrative:
Product ID: 3093-28, lot# v334554, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
.

Event description:
Information received later indicated the device was removed so that patient could "get body MRI". It was indicated that the lead was broken and 2-3 mm distal piece of the lead remained inside patient .the MRI was done without complication. The patient outcome was reported as "no injury".

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) and lead were explanted, with breakage of lead noted. Specifically, a 2 cm remnant of the distal end of the lead component was left in place. It was noted that the ins been replaced a year previously with the lead component remaining in use. It was reported that there was no harm to the patient. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.